Event description:
Patient presented to the physician with pain at the chest incision site. Physician performed a physical examination and took imaging, which concluded that the ipg had migrated. Physician brought the patient into the or, opened the ipg pocket, repositioned the ipg, re-sutured, and closed the site.